Manufacturer narrative:
One device was returned for repair. No related alarms were found in event history. No service records found. Visual/functional testing was performed. Found downstream occlusion (dso) seal is damaged and lcd lens is severely scratched. Replaced dso seal and lcd lens. Updated software. Device passed all testing after repairs.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was damaged. The event occurred during testing, there was no patient involvement.